Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018 information was received from a healthcare provider via manufacturing representative regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that rash (scabies looking) was all over patient's body. Rep only saw arm today. The allergy was not confirmed. Patient saw a dermatologist who cultured the "scabies" but rep doesn't know the specifics on what was done. The event date was unknown. On (B)(6) 2018 additional information was received from the rep. It was reported that rep had no further information to report other than that patient's explant surgery scheduled for last week canceled because she ate prior to the procedure. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.